Event description:
It was reported that the patient's catheter was fractured. The pump and catheter were explanted in (B) (6) 2007 due to this issue. The reporter was disappointed that the devices were not returned to the manufacturer; stated "this whole thing messed me up bad." Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump had worked fine. However, the pump was ¿spinning inside¿ and turning in the patient. Reportedly, the patient felt the movement of the pump was thought to have caused the ¿tubing¿ to break. However, the patient was told that the equipment went faulty, that there was a failure in the tubing. The patient continued to express that he felt it was due to the pump movement and the physician¿s ¿shifty work.¿ the patient had an ultrasound and then underwent a revision. The patient reported that the physician made a deeper pump pocket. However, after this revision the patient developed an infection, (B)(6), and ¿thrushing virus stuff.¿ the patient had drainage, oozing from his side, experienced swelling and ¿almost died.¿ in addition, the experience ¿left¿ the patient with post-traumatic stress disorder(pstd). The patient had a high pain tolerance and reportedly was ¿so doped up.¿ he was on so much medication because of his high tolerance and would even wake up during surgery. The patient reported he had hit his fist in the hole where the pump was, cleaned ¿that¿ twice a day, took a shower and he did not feel good. The patient reportedly could not be around his family and this event had turned him into a ¿germaphobia and a lunatic girl.¿ he also reported that when one has pstd ¿you have some bad thoughts.¿ the patient did note that he finally was able to get his head clear and things under control.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Conclusion codes no longer apply.

Event description:
Additional information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The patient's pump was removed because it was doing somersaults and because the healthcare provider (hcp) reportedly did it incorrectly. It was noted that the tubing bust, and gave the patient (B)(6).